Manufacturer narrative:
This report is submitted on august 3, 2020.

Event description:
Per the clinic, the patient experienced a magnet dislodgement due to sustaining a head trauma (specific date not reported). Surgery to replace the internal magnet is planned, but has not yet occurred as of the date of this report. The implanted device remains.

Manufacturer narrative:
It was reported that the patient underwent revision surgery to replace the internal magnet on (B)(6) 2020. This report is submitted on 30 september 2020.